Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire break occurred. The target lesion was located in the vessel below the knee. A 182cm v-14¿ controlwire® was selected for use. However, during insertion of a coyote balloon catheter, it was noted that the wire broke outside the patient. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that guide wire break occurred. The target lesion was located in the vessel below the knee. A 182cm v-14 controlwire was selected for use. However, during insertion of a coyote balloon catheter, it was noted that the wire broke outside the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original box labeled batch. The unit returned has wire broken. The section that has the proximal end measures approximately 71.8 cm and the second section, the one that contains the distal tip measures approximately 109.8 cm. The device presents a kink on its body, approximately at 31 cm from its proximal end and also has its distal tip kinked. Overall length inspection couldn't be performed because of the condition of the device. Outer diameter of the distal tip, middle of the device and proximal section are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).